Event description:
It was reported that the patient's recently implanted right ventricular (rv) pace/sense/defibrillation lead developed high pacing thresholds and loss of capture. Micro-dislodgement was suspected. Since the patient was pacer dependent, the pace/sense portion of the lead was replaced and the high voltage portion of the lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.